Manufacturer narrative:
H.6. Investigation summary: DHR review: a review of the device history record was completed for final product catalog #381137 lot 4209422 manufactured from 09-aug-14 at 11-aug-14 in (B)(4) package machine, the catalog #381137 lot 4268295 manufactured from 26-sep-14 at 29-sep-14 in (B)(4) package machine, the catalog #381137 lot 7300980 manufactured from 08-nov-17 at 09-nov-17 in (B)(4) package machine. This lots was reviewed regarding the following tests: adhesive transfer test, which is evidence through mark of the sealing film, the adhesiveness of the paper was transferred to the bottom web, assuring the sealing of the product; packaging leakage test, which is a test that challenges the integrity of the sealing, as the holes, sealing channels or any other breach of the sealing that could compromise the sterilization of the product; width and sealing test, which evaluates the parameter according internally specified that the width of the seal should be greater than 3.2 mm also were all within specifications. All parameters of the sealing machine were within that specified for the claimed lot. Based on this analysis, no records were found that could lead to the incident in question. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "package seal integrity poor/questionable¿ or anything that could lead to be related to this complaint. It was received on 11/26/2018, three unused units in slightly opened packages from catalog number 381137, lots numbers 4209422, 4268295 and 7300980. The samples received were analyzed at bd sandy where it was received and confirmed opened package. Conclusion(s): confirmed: bd was able to confirm the customer complaint for the three lots in question. Although there were no records of failure/ integrity of the seal in the batches history analysis and in the records of non-conformity or quality notification for the claimed batches, the complaint was confirmed by analyzing the photos of the customer containing the defect claimed. As a possible cause of this defect would be a failure in the adhesiveness of the paper with the film due to the lacquer contained in the paper from the supplier oliver tolas (supplier of paper used in the claimed lots). However, besides although the photos confirmed the open package complaint, it was not possible to determine the root cause of this defect, due to the absence of nonconformities related to this defect and due to the lack of objective evidence in the device history record of packaging claimed, such as: the packaging parameters are within the specifications, the adhesive transfer mark on the film, which proves that the product has been properly sealed during the packaging of the product.

Event description:
It was reported that the bd angiocath¿ IV catheter packages were defective and partially open six months after delivery.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7300980. Medical device expiration date: 2022-10-31. Device manufacture date: 2017-11-10. Medical device lot #: 4268295. Medical device expiration date: 2019-09-30. Device manufacture date: 2014-09-30. Medical device lot #: 4209422. Medical device expiration date: 2019-08-31. Device manufacture date: 2014-08-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter packages were defective and partially open six months after delivery.